Manufacturer narrative:
The pump was received with a cracked keypad overlay. The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify no delivery alarm/insulin flow blocked alarm and pump error(s)/alarm(s) 2 days prior to the event date of (B)(6) 2025. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.56 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the keypad overlay of the pump during analysis. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack near the buttons on the pump and random no insulin delivery. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-332a, and mmt-1884. Troubleshooting was not performed for the cosmetic damage. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past event. No harm requiring medical intervention was reported. No product return is required for mmt-441ag, mmt-332a, and mmt-1884